Event description:
A peritoneal dialysis nurse (pdrn) for an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to order manual bags due to peritonitis. Upon follow up, the pdrn stated the patient presented to the emergency room on (B)(6) 2022 and was diagnosed with a peritoneal fungal infection, yeast; specific organism not provided. The cause of the patient¿s peritonitis was attributed to a breach in aseptic technique. The patient underwent surgical removal of a non-fresenius (pd) catheter and a tunneled hemodialysis (hd) catheter was placed on (B)(6) 2022. The patient was treated with intravenous (IV) antifungals; however, the drug, dosage, frequency, and duration were not reported. The patient was discharged on (B)(6) 2022 and began undergoing hd as an outpatient on (B)(6) 2022. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.